Event description:
It was reported that an infusor lv (large volume) 5 ml did not flow; further described as the bladder did not become smaller and the drug liquid did not flow out. The device was filled with 0.9% sodium chloride and fluorouracil with 200ml perfusion. The issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the bladder which suggested a no flow issue may have occurred. Therefore, the reported condition was verified. The cause of the condition could not be determined by visual inspection of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.